Event description:
The user received questionable results for multiple assays on the c501 analyzer (c1) for two patient samples. The user provided results for one patient sample which gave discrepant results. The original sample tube was aliquoted by the modular pre-analytics analyzer (mpa) and the initial results were run from the aliquot. The initial glucose result gave 53 mg/dl. This result was accompanied by a data flag. The initial amylase result gave 125 u/l. This result was accompanied by a data flag. The initial creatinine result gave 19.9 mg/dl. The initial calcium result gave 6.0 mg/dl. This result was accompanied by a data flag. The initial total protein result gave 4.3 g/dl. This result was accompanied by a data flag. The initial albumin result gave 2.4 g/dl. This result was accompanied by a data flag. The initial aspartate transaminase (ast) result gave 9 u/l. The initial results were reported outside the laboratory and were questioned. The user ran the original sample tube on another c501 analyzer (c2), serial number (B)(4) which gave a creatinine result of 0.8 mg/dl, and a calcium result of 9.4 mg/dl. The user also repeated the original sample tube on another c501 analyzer (c3), serial number (B)(4), which gave a glucose result of 89 mg/dl, creatinine result of 0.8 mg/dl, calcium result of 9.3 mg/dl, total protein result of 7.4 g/dl, albumin result of 4.3 g/dl and ast result of 22 mg/dl. The user additionally repeated the original sample tube for amylase on another c501 analyzer (c4), serial number (B)(4), which gave 57 u/l. The user sent corrected results within an hour of reporting the initial results outside the laboratory. No adverse event has been alleged regarding these discrepancies. The reagent lot number for glucose is 62593201. The reagent lot number for amylase is 62132501. The reagent lot number for creatinine is 62854901. The reagent lot number for calcium is 62601901. The reagent lot number for total protein is 62834501. The reagent lot number for albumin is 62171501. The reagent lot number for ast is 62609701. The field service representative could not find a cause. He ran performance tests which were acceptable.

Event description:
As reported via the (B)(4) study, a patient experienced peri-stent aneurysm eight months after the index procedure. At the time of the index procedure, lesions in the proximal, mid and distal right coronary artery (rca) were treated. The distal rca lesion was 95% stenosed and 18mm in length. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.5 x 23mm cypher rx was implanted at 11atm. The stent was post-dilated with a 3.0 x 12mm balloon at 8atm. The mid rca lesion was 80% stenosed, de novo, and 30mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 10atm and a 3.5 x 33 cypher rx was implanted at 11atm. The stent was post-dilated per standard procedure with a 3.0 x 12mm balloon at 10atm. Angiography revealed 60% stenosis in the proximal rca. The lesion was de novo and 15mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.0 x 23mm cypher rx was implanted at 14atm with no post-dilation. Pre and post timi flow was 3 for all and there was no residual stenosis for all stents.

Manufacturer narrative:
The investigation did not determine a specific root cause. No adverse events were reported.